Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the (B)(6) parliament and of the council. Stryker evaluated the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had locked up and would no longer respond to button presses. As a result, defibrillation therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.

Event description:
A customer contacted stryker to report that their device had locked up and would no longer respond to button presses. As a result, defibrillation therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
The cause was isolated to the system pcb assembly. The device can no longer be repaired. The customer was provided with a replacement device. Stryker product assessment center (pac) further evaluated the customer's device and was unable to duplicate or verify the reported issue. Further root cause could not be determined.